Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H2: correction h10: correction to sr number in manufacturer narrative.

Manufacturer narrative:
(B)(4). H2: additional information h6: method codes - additional.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. Previously f1 was submited with incorrect MFR# 3004753838-2016-07326. Resubmitted follow up 001 report with correct MFR# number 3004753838-2016-07329 to match the initial MDR.

Event description:
Previously f1 was submited with incorrect MFR# 3004753838-2016-07326. Resubmitted follow up 001 report with correct MFR# number 3004753838-2016-07329 to match the initial MDR.